Event description:
It was reported that during an unspecified treatment procedure, the pressure gauge broke. The physician had the pressure on the advantage inflation unit at 16atms when the outer housing of the pressure gauge broke in half and exposed the gauge. The procedure was completed with another advantage inflation unit. No patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.

Event description:
It was reported that during a laparoscopic sigma procedure, there was an incomplete staple line, malformed staples, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Interrupted/incomplete firing the analysis results found that the (B)(4) device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.